Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fiber optic issue. There was no patient involvement and no patient harm reported. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. He states that fiber optic issue was repaired by installing a new fo sensor extension. Completed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.